Event description:
Breakage of catheter during removal procedure, catheter was inserted in 2005 and removed five months later at bedside. The catheter broke at the cuff - internal part needed to be removed surgically. Catheter was used for chemotherapy - vincristine & cyclophosphamide.